Event description:
It was reported that the balloon detached and intervention was required. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After a non-bsc guidewire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the balloon was separated inside the catheter as it was pulled out while trapped in the calcified vessel. The device was completely removed by snaring and the procedure was completed with a 1.5mm non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. The shaft is separated 24.4cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the shaft is separated.

Event description:
It was reported that the balloon detached and intervention was required. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After a non-bsc guidewire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the balloon was separated inside the catheter as it was pulled out while trapped in the calcified vessel. The device was completely removed by snaring and the procedure was completed with a 1.5mm non-bsc device. No patient complications were reported.